Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed based upon evaluation of the returned sample. A sample was received for evaluation. No visual concerns were noted. A dimensional inspection was not required as part of this investigation. The device was functionally tested with no concerns noted. 3 additional complaints were received from the same customer for the same device; however, no confirmed complaints were received in this range with the same issue. A trend review was performed for notifications pertaining to incoming inspection, stock checks, and product returns and no concerns were noted. The device functioned as expected and it was likely that the surgeon was applying this device to a vessel that was beyond the effective range of this clamp. No further actions were required. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during coronary bypass surgery, the clamp is not occluding the vessel as blood is still "getting through". No report of patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during coronary bypass surgery, the clamp is not occluding the vessel as blood is still "getting through". No report of patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.